Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with injection fortum (1 gram per day for one bag, route not reported) and injection reflin (1 gram, frequency and route not reported) for the event. Patient outcome was unknown. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).